Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, it was heard and felt that there was air leaking from the pt. However, it was not known if it was from the stapler or from the trocars. This only happened when they had the ets down the trocar not when they had the graspers or harmonic down the trocars. During the procedure, there was an alarm that the pressure in the pt was too high. However, this was not indicated when it was noticed that there was air leakage. They were able to finish the procedure without a new instrument. There were no adverse consequences to the pt.